Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient's wife reported the patient experienced shortness of breath during treatment while connected to the cycler. The patient's wife wanted to cancel treatment so the patient could be transported to the emergency room. Additional information received from the patient's clinic indicated the patient was hospitalized from (B)(6) 2016 due to shortness of breath. The patient suffers from several comorbidities including cardiac issues which likely caused the patient's reported shortness of breath per the nurse. The patient's signs and symptoms of dyspnea have resolved as of (B)(6) 2016. The patient's medical records have been requested but have not yet been made available.